Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: a novel technique for percutaneous mitral paravalvular leak closure: lbbap lead assisted ventricular septal way. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a novel technique for percutaneous mitral paravalvular leak closure: lbbap lead assisted ventricular septal way", was reviewed. This article presented a case study of a 69-year-old female patient with a history of mechanical mitral and aortic valve replacement. Approximately 5 years prior the patient underwent a percutaneous mitral perivalvular leak (pvl) closure. A 10mm amplatzer vascular plug ii was selected for implant. The device was implanted around the mechanical mitral valve. The device successfully sealed one defect, however another nearby residual pvl remained unclosed because the 7f cook shuttle sheath could not be advanced through the second opening. Five years later the patient presented to the hospital with heart failure. Transesophageal echocardiogram revealed two pvl jets encircling the prior device, severe tricuspid regurgitation, and an estimated systolic pulmonary artery pressure of 75mmhg. An "8x7mm amplatzer vascular plug I" and "12x5mm amplatzer vascular plug ii" were implanted to seal the pvls. Post-procedure tee showed trace pvl and all three devices in stabel position. The patient was discharged. [The primary and corresponding author was hasan ari, department of cardiology, bursa postgraduate hospital, bursa, turkey, with corresponding e-mail: hasan.ari@sbu.edu.tr; hasanari03@yahoo.com.].

Event description:
The article, "a novel technique for percutaneous mitral paravalvular leak closure: lbbap lead assisted ventricular septal way", was reviewed. This article presented a case study of a 69-year-old female patient with a history of mechanical mitral and aortic valve replacement. Approximately 5 years prior the patient underwent a percutaneous mitral perivalvular leak (pvl) closure. A 10mm amplatzer vascular plug ii was selected for implant. The device was implanted around the mechanical mitral valve. The device successfully sealed one defect, however another nearby residual pvl remained unclosed because the 7f cook shuttle sheath could not be advanced through the second opening. Five years later the patient presented to the hospital with heart failure. Transesophageal echocardiogram revealed two pvl jets encircling the prior device, severe tricuspid regurgitation, and an estimated systolic pulmonary artery pressure of 75mmhg. An "8x7mm amplatzer vascular plug I" and "12x5mm amplatzer vascular plug ii" were implanted to seal the pvls. Post-procedure tee showed trace pvl and all three devices in stable position. The patient was discharged. [The primary and corresponding author was hasan ari, department of cardiology, bursa postgraduate hospital, bursa, turkey, with corresponding e-mail: hasan.ari@sbu.edu.tr; hasanari03@yahoo.com.]

Manufacturer narrative:
In a research article, "a novel technique for percutaneous mitral paravalvular leak closure: lbbap lead assisted ventricular septal way" an off-label use and residual shunt was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the available information, a cause for the reported residual shunt could not be determined. The reported off-label use is related to the plug being used for a perivalvular leak closure. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature attachment: a novel technique for percutaneous mitral paravalvular leak closure: lbbap lead assisted ventricular septal way b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.